Event description:
A pt with a comminuted and significantly displaced fracture of the left clavicle was returned to the or for removal of prior hardware and revision to this 3.5mm lcp reconstruction plate. This plate was noted to be bending on x-ray. Surgeon indicated the bending has stabilized and it appears that the fracture is healing.

Manufacturer narrative:
Lot#: this info was not provided by the surgeon. Implant currently remains in the pt. MFR site and MFR date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.